Event description:
Caller states patient was nauseous and vomiting upon admission to the medical center. Caller states patient received two unknown "low" results on the inform system while using comfort curve test strips. The results were received around 20:15 (results were not found in the meter memory for this patient). Patient was treated with dextrose 50% (d50) based on the unspecified meter values. A lab value returned as 1098 mg/dl at 20:24; caller did not know if the lab was drawn before or after treatment with d50. Patient later tested hi (21:12) and hi (21:41) on a second, different inform system. A lab value returned as 852 mg/dl at 22:52. It was not provided if the patient received additional medical treatment. Requested return of suspect device; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.